Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity issue. It was noted that the rv lead had varying to high impedance measurements. It was also noted that the rv lead had short v-v intervals and artifacts. The lead remains in use. No patient complications have been reported as a result of this event.